Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, the procedure was to add a new atrial lead to the system, and the physician noticed that this lead did not have any slack remaining in it. Afraid it was being pulled too tight over time or had tissue in growth to the helix, the surgeon opted to replace the lead rather than reposition it. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was retracted and there was dried body fluid and tissue within the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Electrical performance tests are within normal limits. Visual inspection confirmed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, the procedure was to add a new atrial lead to the system, and the physician noticed that this lead did not have any slack remaining in it. Afraid it was being pulled too tight over time or had tissue in growth to the helix, the surgeon opted to replace the lead rather than reposition it. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported.